Manufacturer narrative:
Per MDR report mw5077449, submitted by (B)(6) to the FDA on may 24, 2018: pt had catheter placed for loa procedure (B)(6) 2017. Pt left (B)(6) with catheter secured for infusion at (B)(6) clinic next day (B)(6) 2017. Catheter removed (B)(6) 2017 in office. Per md pt c/o back issues since removal. Fb identified. Dates of use; (B)(6) 2017 - (B)(6) 2017. Diagnosis or reason for use: low back and left leg pain. M. Devices group, (B)(6). Epimed received a letter from the department of health and human services dated may 30, 2018. The letter was to notify epimed of an MDR that was filed by (B)(6) regarding a patient event where the catheter had been removed by the facility but the patient was reportedly still experiencing back pain. The voluntary event report (mw5077449) stated that the facility had located a foreign body within the patient. No additional information was reported to epimed regarding the user name, reporter name, specific facility location, contact information or actions to be taken by the reporting facility in response to the foreign body that was identified.

Event description:
Per MDR report mw5077449, submitted by (B)(6) to the FDA on may 24, 2018: pt had catheter placed for loa procedure (B)(6) 2017. Pt left (B)(6) with catheter secured for infusion at (B)(6) clinic next day (B)(6) 2017. Catheter removed (B)(6) 2017 in office. Per md pt c/o back issues since removal. Fb identified. Dates of use; (B)(6) 2017 - (B)(6) 2017. Diagnosis or reason for use: low back and left leg pain. M. Devices group, (B)(6).